Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2018 at 12.00 pm. The customer blood glucose level was 555 mg/dl at the time of incident and the current blood glucose level was 430 mg/dl. The customer was treated with intravenous insulin. Customer also reported insulin pump receive no delivery alarm. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. Customer did not allege pump was under delivering. Customer stated drive support cap appeared to be normal. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. The device will not be return for analysis.